Manufacturer narrative:
(B)(4).

Event description:
It was reported that when stimulation was turned on, there was a loss of therapeutic effect. The pt had improved with adjustments of stimulation. The hcp was considering a lead revision.